Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, lot# l44305, implanted: (B)(6) 1997, product type: (B)(4).

Event description:
It was later reported that the device system was used to deliver baclofen and morphine.

Event description:
The patient was seen in the emergency room on (B)(6) 2014 for respiratory depression. The physicians caring for the patient wanted the pump stopped (programmed into stopped pump mode). A representative assisted with this. The patient¿s condition was not believed to be related to the pump or therapy. They were being transferred to another hospital. The patient was on a narcan drip and receiving supplemental oxygen. They also had other health problems including stents and limb amputations. As of (B)(6) 2014, the patient was moving from the coronary care unit (ccu) to the floor, so it was thought that the patient must be doing better. The patient's outcome was requested, in addition to any troubleshooting or interventions that pertained to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was admitted to the hospital on (B)(6) 2014 due to a mental status change. There was a concern that the patient may have had an unintentional narcotic overdose from a possible pump malfunction. It was noted that the patient took 2 tablets of oxycodone before he went to physical therapy every day. The pump was shut off before he was transferred to the hospital that he was admitted to. The patient seemed to respond to narcan, was put on a narcan drip, and was transferred to a critical care unit. The narcan drip was stopped when the patient went to the critical care unit (ccu). When he presented there, he was alert and awake. The following day, the patient stayed "okay" and was transferred to the floor. The patient's narcotic pain medication was held. Upon physical examination on (B)(6) 2014, the patient's blood pressure was 136/55, pulse was 70, respiratory rate was 18, temperature was 98 degrees, and oxygen saturation was 100% on 2 liters of oxygen. The patient was arousable to pain and responded to speech. He did not appear to be in acute respiratory distress. There was a bruise in a belt-like pattern over the left side of his abdomen. The patient had a glasgow coma scale score of 11, as he had eye opening to speech (score of 3), his verbal response was incomprehensible sounds (score of 2) and he obeyed commands in association with motor response (score of 6). On (B)(6) 2014, the patient experienced a mental status change again although he did not get any narcotic pain medication in the hospital and his pump was shut off. The patient's ammonia level was normal. A computed tomography scan (CT) from of the patient's head (B)(6) 2014 was unremarkable. No acute interval changes were identified when compared to the study from (B)(6) 2014. There did appear to be mild diffuse atrophy, although this was not striking for the patient's age. The hospitalist involved neurology at this time. It was thought that the patient may have had a combination of hepatic encephalopathy and narcotic overdose, even though the patient's ammonia level was not high. It was possible that the narcotic overdose probably needed a longer time to clear because of the patient's hepatic disease. The patient was given 2 doses of narcan at that time, which seemed to change his mental status a little bit. On the same date, after a few hours, the patient became awake. The pump was turned on that afternoon because there was a concern that, if it was not turned on again after 48 hours, the pump may have not worked permanently. The hospitalist consulted with the patient's pain hcp and decided to turn the pump on with the minimal dose to avoid permanent dysfunction of the pump. The patient complained of generalized pain, so the patient was resumed on oxycodone every 6 hours as needed. The patient did not get adequate pain control, so the oxycodone was increased to every 4 hours as needed. It was planned to use oral baclofen until the pain pump was adjusted. The following day, the patient had chest pain for a couple of minutes. He had no shortness of breath at that time. The troponin t and I was unremarkable. A stress test was done, which did not show any stress-induced ischemia. It was noted that this issue could be further managed on an outpatient basis. The hospitalist felt that the patient could be discharged back to his nursing home with the nursing home physician managing the patient's issues, with referral to the pain clinic for further management. On (B)(6) 2014, the patient was discharged to his nursing home with a prescription for oral baclofen. The patient was to follow up with the nursing home physician 2 days post-discharge with a complete blood count (cbc) with differential, a basic metabolic panel (bmp), liver function tests, magnesium, and phosphate. The patient was also to follow up with his pain clinic 2-3 days post-discharge to adjust the pain pump. The patient was improved and stable at the time of discharge. The patient's final diagnoses included acute mental status change, likely due to the combination of hepatic encephalopathy and possible unintentional narcotic overdose with a concern about a malfunction of the pump; chest pain with a normal stress test; hypomagnesaemia; and hypophosphatemia.